Event description:
It was reported that the pulse generator exhibited an inappropriate rate decrease. The base rate was programmed to 60 beats per minute but for two beats dropped to 30 beats per minute, the ventricular sensitivity was changed from 2.0mv to 4.0mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.